Event description:
It was reported that the user experienced persistent alarms and device malfunction consistent with consecutive stalled motor events, and the device required restart attempts that did not resolve the issue. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or medical care. Investigation included customer troubleshooting and education, device data review, and preparation for device assessment upon return. Investigation of this case revealed a motor stall pattern consistent with a pump drive or motor performance problem affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the pump motor or drive mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.